Event description:
Everything about this box says bnp, including the package insert and end cap on the cartridge, but if you look at the side of the cartridge itself it says ft4 (free t 4). The calibration worked, but the controls did not.